Event description:
Additional information was received: the left eye was affected.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finish good lots were manufactured with thirteen valve entry component lots. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the seventh complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. In order to improve performance of the valves and investigation was opened and identified further actions to improve valve performance. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that trocars were leaking excessively during a vitrectomy. The surgeon had issues when performing the surgery because of the leakage. It caused soft eye and a procedure delay. Additional information has been requested but not received to date.